Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during preparation for use in an unknown diagnostic procedure, their evis exera iii gastrointestinal videoscope produced a blurred, fuzzy, and red and blue image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of poor quality image was not confirmed. The following additional findings were also noted: knob play, cracks in the bending section cover adhesive, and scratches on the control body and light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.